Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical and screening tests of the returned device were performed in accordance with bwi procedures. Visual analysis revealed reddish material inside the pebax and a hole in its surface. An electrical test was performed, and no electrical issues were found. Screening test was performed, and the device was recognized and visualized on the system; however, ¿force hi¿ error was displayed on the screen. A manufacturing record evaluation was performed for the finished device 31191886l, and no internal action was found during the review. The reddish material inside the pebax could be related to the issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that the carto 3 system was displaying a 106-force sensor error for the ablation catheter. The catheter cable was replaced without resolution. The catheter was replaced, and then there was noise displayed for the distal ablation electrograms. A third cable was used without resolution. A third catheter was then used, and the issues were resolved. The procedure was continued. No adverse patient consequence was reported. The force sensor and signal noise issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 08-mar-2024, there was reddish material inside the pebax and a hole in its surface. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 08-mar-2024.